Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device:unknown location /expulsion of essure device unknown location'), abortion spontaneous ('sthilbirth/ pregnancy (stillbirth or miscarriage) miscarriage'), pregnancy with contraceptive device ('postimplant pregnancy/ pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A16627 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device innefective". The patient's medical history included overweight (bmi= 29.201), nephrolithiasis, ureteroscopy, clostridium perfringens infection and missed abortion. Previously administered products included for prevent pregnancy: depo-provera from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included pain in foot, primary insomnia, allergic reaction to analgesics, adhd, abdominal pain upper, flatulence, breast operation, ovarian cyst, amenorrhea, vulvovaginal candida, fatigue, hematuria and skin lesion. Concomitant products included amoxicillin, biotin, fluticasone propionate, ibuprofen (motrin), levonorgestrel (mirena), nitrofurantoin;nitrofurantoin monohydrate and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area"). In (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal infection, depression, anxiety and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient is currently planning for essure removal. The plantiff had another pregnancy episode in 2018 which is captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded./ unilateral occlusion (right tube occluded) / there is no essure device identified in left fallopian tube .there is free spillage of contrast in the peritoneal cavity. Right fallopian tube is occluded.; on (B)(6) 2015: left fallopian tube is again noted to be patent with decreased spillage of contrast right fallopian tube occluded / no spill to the right and very slow spill out the left tube.; on (B)(6) 2017: occluded right tube secondary to assure. There is some residual opacification of the left fallopian tube, the amount of the opacification is reduced/ there is tubal patency on the left. There is no tubal potency in the right with essure coil in place. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records : depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), stillbirth ("sthilbirth"), pregnancy with contraceptive device ("postimplant pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), stillbirth (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, stillbirth, pregnancy with contraceptive device, genital haemorrhage, infection, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device:unknown location'), abortion spontaneous ('sthilbirth/ pregnancy (stillbirth or miscarriage) miscarriage'), pregnancy with contraceptive device ('postimplant pregnancy/ pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device innefective". The patient's medical history included overweight (bmi= 29.201), nephrolithiasis, ureteroscopy, clostridium perfringens infection and missed abortion. Previously administered products included for prevent pregnancy: depo-provera from august 2011 to november 2011. Concurrent conditions included pain in foot, primary insomnia, allergic reaction to analgesics, adhd, abdominal pain upper, flatulence, breast operation, ovarian cyst, amenorrhea, vulvovaginal candida, fatigue, hematuria and skin lesion. Concomitant products included amoxicillin, biotin, fluticasone propionate, ibuprofen (motrin), levonorgestrel (mirena), nitrofurantoin;nitrofurantoin monohydrate and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area"). In november 2012, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, vaginal infection, pelvic pain, depression, anxiety and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 175 lbs. The plantiff experienced another pregnancy episode in 2018 which is captured in case 2019-114411. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on 27-dec-2012: confirmed that the essure device was successfully occluded./ unilateral occlusion (right tube occluded) / there is no essure device identified in left fallopian tube .there is free spillage of contrast in the peritoneal cavity. Right fallopian tube is occluded.; on 21-sep-2015: left fallopian tube is again noted to be patent with decreased spillage of contrast right fallopian tube occluded / no spill to the right and very slow spill out the left tube.; on 06-sep-2017: occluded right tube secondary to assure. There is some residual opacification of the left fallopian tube, the amount of the opacification is reduced/ there is tubal patency on the left. There is no tubal potency in the right with essure coil in place. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records : depression quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet and medical records received: events added- weight decreased. Event ¿stillbirth¿ replaced with event ¿miscarriage(abortion spontaneous)¿. Pregnancy outcome updated to ¿spontaneous abortion¿. Trimester of exposure updated from ¿first,second, third¿ to ¿first¿. Event ¿infection¿ was updated to vaginal infection. Verbatim ¿migration of essure device location of device:unknown location¿ clubbed with event ¿device dislocation¿. Onset date of events updated. Treatment and concomitant products added. Medical history, concurrent condition and lab details added. Reporter information, product indication, patient details updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device:unknown location /expulsion of essure device unknown location'), abortion spontaneous ('sthilbirth/ pregnancy (stillbirth or miscarriage) miscarriage'), pregnancy with contraceptive device ('postimplant pregnancy/ pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A16627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device innefective". The patient's medical history included overweight (bmi= 29.201), nephrolithiasis, ureteroscopy, clostridium perfringens infection and missed abortion. Previously administered products included for prevent pregnancy: depo-provera from (B)(6) 2011. Concurrent conditions included pain in foot, primary insomnia, allergic reaction to analgesics, adhd, abdominal pain upper, flatulence, breast operation, ovarian cyst, amenorrhea, vulvovaginal candida, fatigue, hematuria and skin lesion. Concomitant products included amoxicillin, biotin, fluticasone propionate, ibuprofen (motrin), levonorgestrel (mirena), nitrofurantoin;nitrofurantoin monohydrate and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area"). In (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal infection, depression, anxiety and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, vaginal infection and weight decreased to be related to essure. The reporter commented: the patient is currently planning for essure removal. The plantiff had another pregnancy episode in 2018 which is captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded./ unilateral occlusion (right tube occluded) / there is no essure device identified in left fallopian tube .there is free spillage of contrast in the peritoneal cavity. Right fallopian tube is occluded.; on (B)(6) 2015: left fallopian tube is again noted to be patent with decreased spillage of contrast right fallopian tube occluded / no spill to the right and very slow spill out the left tube.; on (B)(6) 2017: occluded right tube secondary to assure. There is some residual opacification of the left fallopian tube, the amount of the opacification is reduced/ there is tubal patency on the left. There is no tubal potency in the right with essure coil in place. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records : depression . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Reporter information, lot number added. Event: expulsion of essure device unknown location clubbed with the event of device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown location /expulsion of essure device unknown location') in a 37-year-old female patient who had essure (batch no: a16627 not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device innefective". The patient's medical history included overweight (bmi= 29.201), nephrolithiasis, ureteroscopy, clostridium perfringens infection, missed abortion, multigravida and parity 4 (on (B)(6) 1993; on (B)(6) 2000; on (B)(6) 2011; on (B)(6) 2012). Previously administered products included for prevent pregnancy: depo-provera from on (B)(6) 2011. Concurrent conditions included pain in foot, primary insomnia, allergic reaction to analgesics, adhd, abdominal pain upper, flatulence, breast operation, ovarian cyst, amenorrhea, vulvovaginal candida, fatigue, hematuria and skin lesion. Concomitant products included amoxicillin, biotin, fluticasone propionate, ibuprofen (motrin), levonorgestrel (mirena), nitrofurantoin;nitrofurantoin monohydrate and vitamin b complex. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area") and was found to have weight increased ("weight gain/loss: weight gain"). On (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced abortion spontaneous ("sthilbirth/ pregnancy (stillbirth or miscarriage) miscarriage") and was found to have a pregnancy with contraceptive device ("postimplant pregnancy/ pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with paracetamol (acetaminophen). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, vaginal infection, depression, anxiety, weight decreased and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient is currently planning for essure removal. The plantiff had another pregnancy episode in 2018 which is captured in case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: confirmed that the essure device was successfully occluded./ unilateral occlusion (right tube occluded) / there is no essure device identified in left fallopian tube. There is free spillage of contrast in the peritoneal cavity. Right fallopian tube is occluded; on (B)(6) 2015: left fallopian tube is again noted to be patent with decreased spillage of contrast right fallopian tube occluded / no spill to the right and very slow spill out the left tube; on (B)(6) 2017: occluded right tube secondary to assure. There is some residual opacification of the left fallopian tube, the amount of the opacification is reduced/ there is tubal patency on the left. There is no tubal potency in the right with essure coil in place. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records : depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. New event weight gain was added, the events 'genital bleeding, spontaneous abortion and pregnancy with essure device was updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), stillbirth ("stillbirth"), pregnancy with contraceptive device ("postimplant pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), stillbirth (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, stillbirth, pregnancy with contraceptive device, genital haemorrhage, infection, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6) trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.